Event description:
Pt s/p laparoscopic cholecystectomy. Surgery was uneventful. The patient had 2 clips placed on the cystic artery and ligation thereof and did well postoperatively. On the evening of pod #0, patient began having increasing abd pain and hemodynamic instability. Patient brought to or for emergent laparoscopic diagnostic and conversion to exploratory laparatomy. Surgeon intention of assessing whether patient had pneumoperitoneum. Large amounts of blood throughout the liver and hepatic fossa with clots. The cystic artery was actively bleeding and the previous placed clips were not visible. It was surmised that the clips were somehow dislodged from placement to the postoperative period. Clips could not be located and abdomen was copiously irrigated. The cystic artery was ligated with sutured. The patient did require fluid bolus and 2 units of prbc transfusions. Post operative diagnosis: hemorrhagic shock and bleeding cystic artery.